Manufacturer narrative:
(B)(4). Results of investigation: this unit is being serviced by a carefusion authorized service technician. The unit is currently under evaluation, once the results become available, a follow up medwatch report will be submitted.

Event description:
It was reported to carefusion the that unit had low oxygen blending. This reported issue was discovered during set up, there was no patient involvement associated with this complaint.

Manufacturer narrative:
Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician replaced the o2 blender and returned the o2 blender to vyaire for failure analysis. Failure analysis: vyaire medical was able to verified the customer's reported issue. During the initial bench test and calibration test, the o2 blender failed for low o2 blending. The blender also failed the o2 blender calibration test procedure for low o2 flow on solenoid #1. Visual inspection did not reveal any anomalies and all the back mask seals were in place.